Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was to address urethral hypermobility and stress urinary incontinence (sui). The procedure performed is not available at this time. The mesh revision surgery was to address the vaginal mesh erosion with a vaginocutaneous fistula. The 2nd procedure performed was a cystoscopy, vaginal mesh excision and curettage of fistula tract. The outcome attributed to device includes pain, erosion, extrusion, urinary problems, fistula, recurrence, and bleeding.